Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had been cooling for 8 hours on arctic sun device but the patient still was not at target. The patient temperature was 34.5c via foley and 33.2c via esophageal. Patient was proned, trend with one arrow down, water temperature was 5.3c, flow rate was 2.4 l/m and there was good fit to pads. Mss explained lag times between esophageal and foley temperature. Mss advised to make esophageal probe temperature 1. Mss explained the trend indicator. The patient was actively cooling and the arctic sun device was responding appropriately. Per follow up information received via phone on 27may2021, initial reporter stated that therapy was completed with the same unit with no further issues. The user was not sure what happened to the unit after the shift as to whether it was taken to biomed to be inspected or not and unable to provide any patient identifiers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been cooling for 8 hours on arctic sun device but the patient still was not at target. The patient temperature was 34.5c via foley and 33.2c via esophageal. Patient was proned, trend with one arrow down, water temperature was 5.3c, flow rate was 2.4 l/m and there was good fit to pads. Mss explained lag times between esophageal and foley temperature. Mss advised to make esophageal probe temperature 1. Mss explained the trend indicator. The patient was actively cooling and the arctic sun device was responding appropriately.